Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has been through three operations as she is suffering from nose cancer. The recall and possibility of device harmfulness has put a lot of psychological stress on her. There was a report of serious or permanent harm or injury. Medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed inside the assembly. The device's event log was reviewed by the service center and error code (e-130), multiple error (e-53) found. The pca needs to be replaced. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.